Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading was 80 mg/dl. No further info was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test due to motor error alarm. Act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.